Event description:
Caller reported that a tandem mobi cartridge alarm began on (B)(6)2025 and has persisted since. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support confirmed the cartridge alarm and decided to replace the pump, acknowledging that the caller had experienced cartridge alarms with consecutive cartridges.